Manufacturer narrative:
(B)(4). The homechoice cycler was evaluated by the largo product analysis lab (pal). The reported difficulty of system error (se) 2330 alarms was confirmed in the device logs but was not duplicated during pal evaluation. A se 2330 alarm indicates one or more of the heater plate temperature readings exceeded 60 degrees c and subsequently did not reduce at least 1 degree c within 60 seconds. The device was determined to meet functional and electrical performance specification requirements per rite (return instrument test/evaluation) testing. Additional troubleshooting of the device was performed by the pal and the device functioned normally during troubleshooting. No failure or malfunction was identified that could have caused or contributed to the reported difficulty of se 2330 alarms and the assignable cause was undetermined. A 2-year review of the previous service events for the device revealed servicing did not cause or contribute to the reported difficulty.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2330 on a home choice (hc) machine during use during prime. The home patient (hp) stated that this was the third se 2330 he had gotten. The baxter technical service representative (tsr) initiated a swap of the machine. The hp has manual supplies, but stated that he had spoken to his registered nurse (rn) and was told that if the hc needed to be swapped, then the hp can take the night off from therapy. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved and was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.